Manufacturer narrative:
Device analysis report attached. This report is submitted on april 17, 2024.

Event description:
The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device. Additional information has been requested but has not been made available as of the date of this report.